Event description:
Initially there was no audio to the rehab dining room staff station. When biomedical staff tried to reset it, it would not reset. During a configuration examination, it was determined the dining room was in the configuration, but not in the reset list. Client pc was defective and rep ordered a new one and was installed same day.======================manufacturer response for nurse call, hill-rom nurse call (per site reporter)======================rep determined the client pc was defective. Part was replaced.